Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The investigation found the wire coating was damaged. And the device was powered up while touching other metal. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 months since the subject device was manufactured. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU), which covers situations that would damage the wire. And cautions on when to activate the output to avoid sparking. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the single use 3-lumen sphincterotome v was sparking when powered up. The issue was found during a therapeutic endoscopic retrograde cholangiopancreatography. Which was completed with a similar device. There were no reports of patient harm.